Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. The photos show a 22g venflon pro safety product with blood leakage from the end cap. However, the end cap detect could not be seen clearly from the attached photos. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned photo, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA 4710247 has been initiated. To address this issue.

Event description:
It was reported 2 bd venflon¿ pro safety shielded IV catheters had leakage issues. The following information was provided by the initial reporter: "it looks like there is blood coming out of the white tip as if they were pierced."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1266025. Medical device expiration date: 2024-09-30. Device manufacture date: 2021-10-09. Medical device lot #: 1274662. Medical device expiration date: 2024-09-30. Device manufacture date: 2021-11-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd venflon¿ pro safety shielded IV catheters had leakage issues. The following information was provided by the initial reporter: "it looks like there is blood coming out of the white tip as if they were pierced".